Manufacturer narrative:
Visual inspection of the returned persona femoral cr impactor pad confirmed that the part had fractured horizontally along the slot. It was also noted that the part had witness marks and scratches on the impaction surface indicative of use. The lot was manufactured on march 11, 2014 and therefore, had been in the field for approximately 2 years 1 month. It is unknown how many times this device had been used during that time. This device is used for treatment. The product history search for the persona cr femoral impactor pad part and lot combination identified no other reported complaints. The manual orthopaedic surgical instruments states ¿polymer materials have a limited useful life. If polymer surfaces turn ¿chalky,¿ show excessive surface damage, or if polymer devices show excessive distortion or are visibly warped, they should be replaced¿. The personalized knee system surgical technique states "do not impact the anterior flange of the cr femoral provisional. Do not impact the medial or lateral aspects or the release lever of the femoral inserter/extractor." However, it was also reported that the physician "over zealously" impacted the femur thus fracturing the impactor pad. Therefore, based on the information provided, it is likely that the fracture is a result of user error-possible misuse.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad fractured during surgery.